Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. During the procedure a balloon rupture occurred. The procedure was completed with another of the same device. There were no any patient complications reported.